Event description:
It was reported that the device air/water supply was not smooth. The issue found during reprocessing. According to the reporter, the device was replaced with another one and the intended procedure (gastroscope) was completed. No delay in the procedure, no patient harm, no user injury reported. Device evaluation found the air/water (a/w) supply tube was clogged and foreign materials were removed from the a/w channel .

Manufacturer narrative:
Address- the full name of the customer facility address is (B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair found the air/water supply tube was clogged, and the foreign materials were removed by the service engineer. The customer reported issue cold be confirmed. Furthermore, the following findings were noted: the suction port was worn. Switches issue (damaged) due to defective ad board unit (switch pc board). The switches were worn. Repair history review , service repair noted the following : repair history of this product: the subject product has been repaired twice in the past year. Repair completed date:2022/04/01 fault detection: the air/water supply was not smooth due to defective nozzle; the insertion section was worn slightly. Repair completed date:2022/03/03 fault detection: e315 was reported due to immersed s-connector; the bending cover was aged; the switches were out of function; one lg lens was damaged; the insertion section was worn slightly. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
This report was submitted for the malfunction found during evaluation (air/water (a/w) supply tube was clogged and foreign materials were removed from the a/w channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to clarify b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify the root cause of the material caught in the channel. It is likely the foreign material could not be removed even though the user reprocessed the device properly in accordance with the instructions for use (IFU). The user can detect the suggested event by handling the device in accordance with the following IFU: ·"operation manual_ inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system -inspection of the air-feeding function. -inspection of the objective lens cleaning function". The IFU states the following about reprocessing of air/water channel: -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution. - if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.